Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female//physical pain/excessive pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("numerous infections") and anxiety ("emotional anguish"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomies/removal of essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, infection and anxiety outcome was unknown. The reporter considered anxiety, genital haemorrhage, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female//physical pain/excessive pain") and genital haemorrhage ("heavy bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish\anxiety\mental anguish") and depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal infection, anxiety, vaginal haemorrhage, menorrhagia, rash, dyspareunia, depression and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative.. Liver function test - on (B)(6) 2015: normal.. Nuclear magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality.. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6) 2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporters were added. New events- vaginal bleeding, menorrhagia,depression, rashes, dyspareunia, hair loss and one event is updated from infection to vaginal infection. Event outcome was added. Concomitant condition & drugs were added. Medical histories were added. Lab tests were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female//physical pain/excessive pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("numerous infections") and anxiety ("emotional anguish"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomies/removal of essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, infection and anxiety outcome was unknown. The reporter considered anxiety, genital haemorrhage, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female//physical pain/excessive pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from 1-sep-2011 to 1-dec-2011 for contraception, piroxicam (paxil) from 10-aug-2011 to 10-oct-2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from 25-jan-2011 to 23-jan-2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), anxiety ("emotional anguish\anxiety\mental anguish"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"), vitamin d deficiency ("vitamin d deficiency"), nausea ("feel sick to my stomach"), gastrooesophageal reflux disease ("I have acid reflux"), decreased appetite ("no appetite"), malaise ("sick") and hypersensitivity ("allergic reaction") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia, dyspareunia and hypersensitivity had resolved and the anxiety, rash, depression, alopecia, vitamin d deficiency, nausea, gastrooesophageal reflux disease, weight decreased, decreased appetite and malaise outcome was unknown. The reporter considered alopecia, anxiety, decreased appetite, depression, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, malaise, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: current weight: 122 lbs. She received treatment for pelvic pain, genital bleeding, menorrhagia, vaginal bleeding, vaginal infection, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative.. Liver function test - on (B)(6) 2015: normal.. Magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality.. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6)2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female//physical pain/excessive pain') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 for contraception, piroxicam (paxil) from (B)(6) 2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from 25-jan-2011 to 23-jan-2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish\anxiety\mental anguish") and depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal infection, anxiety, vaginal haemorrhage, menorrhagia, rash, dyspareunia, depression and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative.. Liver function test - on (B)(6) 2015: normal.. Nuclear magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality.. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6) 2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female//physical pain/excessive pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 for contraception, piroxicam (paxil) from (B)(6) 2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), anxiety ("emotional anguish\anxiety\mental anguish"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"), vitamin d deficiency ("vitamin d deficiency"), nausea ("feel sick to my stomach"), gastrooesophageal reflux disease ("I have acid reflux"), decreased appetite ("no appetite"), illness ("sick") and hypersensitivity ("allergic reaction") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia, dyspareunia and hypersensitivity had resolved and the anxiety, rash, depression, alopecia, vitamin d deficiency, nausea, gastrooesophageal reflux disease, weight decreased, decreased appetite and illness outcome was unknown. The reporter considered alopecia, anxiety, decreased appetite, depression, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, illness, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: current weight: 122 lbs. She received treatment for pelvic pain, genital bleeding, menorrhagia, vaginal bleeding, vaginal infection, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative.. Liver function test - on (B)(6) 2015: normal.. Magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality.. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6) 2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female//physical pain/excessive pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from 1-sep-2011 to 1-dec-2011 for contraception, piroxicam (paxil) from 10-aug-2011 to 10-oct-2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from 25-jan-2011 to 23-jan-2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), anxiety ("emotional anguish\anxiety\mental anguish"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal infection, anxiety, vaginal haemorrhage, menorrhagia, rash, dyspareunia, depression, alopecia and vitamin d deficiency outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: current weight: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative.. Liver function test - on (B)(6) 2015: normal.. Magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality.. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6)2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event vitamin d deficiency added and reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female//physical pain/excessive pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), anxiety ("emotional anguish\anxiety\mental anguish"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"), vitamin d deficiency ("vitamin d deficiency"), nausea ("feel sick to my stomach"), gastrooesophageal reflux disease ("I have acid reflux"), decreased appetite ("no appetite") and malaise ("sick") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal infection, anxiety, vaginal haemorrhage, menorrhagia, rash, dyspareunia, depression, alopecia, vitamin d deficiency, nausea, gastrooesophageal reflux disease, weight decreased, decreased appetite and malaise outcome was unknown. The reporter considered alopecia, anxiety, decreased appetite, depression, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, malaise, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: current weight: 122 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative.. Liver function test - on (B)(6) 2015: normal.. Magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality.. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6) 2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound.. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added. Event weight loss, acid reflux , no appetite, sick and feeling queasy was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female//physical pain/excessive pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, cramp in lower abdomen, headache, myalgia, dizziness, nausea, feeling of warmth, feeling hot, bladder infection, cervical dysplasia and dysfunctional uterine bleeding. Concurrent conditions included gastrointestinal disorder, dysuria, yeast infection, sexually transmitted disease and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception, piroxicam (paxil) from (B)(6) 2011 to (B)(6) 2011 for depression as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and salbutamol sulfate (albuterol sulfate) from (B)(6) 2011 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("numerous infections\ infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), anxiety ("emotional anguish\anxiety\mental anguish"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"), vitamin d deficiency ("vitamin d deficiency"), nausea ("feel sick to my stomach"), gastrooesophageal reflux disease ("I have acid reflux"), decreased appetite ("no appetite"), malaise ("sick") and hypersensitivity ("allergic reaction") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (operative laparoscopy,bilateral salpingectomies/removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia, dyspareunia and hypersensitivity had resolved and the anxiety, rash, depression, alopecia, vitamin d deficiency, nausea, gastrooesophageal reflux disease, weight decreased, decreased appetite and malaise outcome was unknown. The reporter considered alopecia, anxiety, decreased appetite, depression, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, malaise, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, vaginal infection, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: current weight: 122 lbs. She received treatment for pelvic pain, genital bleeding, menorrhagia, vaginal bleeding, vaginal infection, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hepatitis viral test - on (B)(6) 2015: negative. Liver function test - on (B)(6) 2015: normal.. Magnetic resonance imaging - on (B)(6) 2015: impression: no evidence of acute abnormality. Ultrasound abdomen - on (B)(6) 2012: impression: normal abdominal ultrasound; on (B)(6)2015: impression: no evidence of meckel's diverticulum. Normal biliary scan. Normal gallbladder ejection.; on (B)(6) 2015: impression: normal abdominal ultrasound. Ultrasound pelvis - on (B)(6) 2011: impression: linear echo genic structures in the adnexal regions bilaterally likely represent the essure devices.; on (B)(6) 2012: impression: no evidence of acute abnormality. Bilateral essure wires.; on (B)(6) 2015: impression: small simple cysts in both ovaries. Normal perfusion of both ovaries. Heterogeneous appearance of the endometrium without mass, cyst.; on (B)(6) 2015: impression: endometrial thickness is prominent at 24 mm which could be within normal limits depending on phase of menstrual cycle however it is increased from prior and 6-week follow-up is recommended. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, vaginal infection, depression, dyspareunia. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event "allergic reaction" was added. Outcome of events "pelvic pain, menorrhagia, vaginal infection, vaginal bleeding and dyspareunia was changed to recovered/resolved". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.